Event description:
Terumo medical corporation received the following reported information: the assembly was set up and attempted to be inserted into the artery during an evt; however, unusual resistance was encountered. The device was not used, and a perclose (abbott) device was used to achieve hemostasis. Hemostasis was successfully achieved with the perclose. The estimated blood loss was less than 250cc. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm.

Manufacturer narrative:
One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator is not fully inserted into the hemostasis sheath and is in the incorrect orientation. The sheath tip has deformation present. A kink is present on the sheath at the blood inlet holes. The returned hemostasis sheath and arteriotomy locator were partially assembled and the locator was in the incorrect orientation. Deformation was present at the sheath tip and a kink at the blood inlet holes. Therefore, the complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. The likely cause is the damage was sustained during use. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.